Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was during the call, pt said whenever they tried to use the stimulation, it would make it feel like they were sitting on an electric fence, ever since implant. Pt said because of that they hadn't used the ins for about a year, and pt tried to have something done with that, but never did. Pt said if they had to choose again, they wouldn't have the ins implanted. Pss documented information given during the call.

Event description:
Additional information was received from a patient representative. It was reported that the patient had personal injuries sustained as a result of their defective spinal cord stimulator device. In the months following implantation patient began experiencing significant complications including electric shocks, worsening low back and extremity pain, and reduced efficacy of the system. Within a year of the implant, patient also developed urinary incontinence, which required medical evaluation and treatment. Patient continues to experience persistent pain, diminished quality of life, and a lack of therapeutic benefit from the system. The permanent device introduced battery behaviors, stimulation delivery patterns, and user interface dynamics not observed during the short-term trial period. Patient repeatedly reported to their treating physician and to a manufacturer representative (rep) that the device was not delivering the promised pain relief and was instead causing new and worsening symptoms, including painful electrical sensations and urinary dysfunction. Patient was told that the device was functioning normally. Patient was advised to turn off the system entirely. The device remained implanted but inactive, and continues to cause pain and interference with adjacent anatomical structures. It was stated that the system implanted was defectively manufactured. The device, as constructed and assembled, deviated from the manufacturer¿s design specifications and from other units in the same product line, resulting in an unreasonably dangerous condition at the time it left the manufacturer¿s control. The manufacturing defect included, but was not limited to, improper assembly, defective battery control firmware, flawed charging telemetry integration, and defective anchoring or lead stabilization mechanisms. The device failed during normal and foreseeable use. Patient has suffered injuries and damages including emotional distress, and loss of enjoyment of life. The system presented known or reasonably foreseeable risks, including but not limited to: painful electrical shocks, lead migration, premature battery failure, stimulation failure, worsening of preexisting pain, and neurologic complications such as urinary incontinence. These risks were not adequately disclosed in the product labeling, instructions for use (IFU), training materials, or marketing documents provided to physicians and patients. It was stated that the manufacturer did not update its warnings to reflect the known post-market performance of the device. It was alleged that the manufacturer¿s device were a direct and proximate cause of the patient¿s injuries, including their physical pain, neurological decline, loss of therapeutic benefit, emotional distress, and the need for continuing medical care.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.